Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (10mg/ml a t 4mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that at several refills, the amount of drug aspirated was significantly more than expected. At his last refill, they were supposed to get 3ml back and they got 8ml. He felt like he was having withdrawal symptoms occasionally but they would go away and the patient thought it was due to sporadic performance of the pump. The pump was explanted on (B)(6) 2019 and replaced. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly; the catheter was returned in segments and met acceptable testing. Correction: the previously applied (B)(4). If information is provided in the future, a supplemental report will be issued.